Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located at the account. There was no pt/user injury reported.

Manufacturer narrative:
The technician found the side rail arm weldment was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2013-2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the side rail to resolve the issue. Based on this info, no further action is required.